Manufacturer narrative:
G4:02feb2021. B4:10feb2021. Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR report #2031642-2020-03236 was submitted. All information are submitted under the initially reported MFR. Report. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 28jan2021.

Event description:
The customer reported exhalation port could not be zeroed and it would not alarm. The unit was not in use, and there was no patient or user harm reported.